Manufacturer narrative:
The following fields have been updated with additional information: d4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of clotting was not observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode for clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes 25 occurrence of tubes containing clots was noted. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of clotting was not observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes 25 occurrence of tubes containing clots was noted. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes 25 occurrence of tubes containing clots was noted. No health impact or consequence reported.